Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous superior femoral artery. On the first inflation, the f/g sterling otw 6.0 x 40/80 (4f) balloon ruptured at ten atmospheres. The procedure was completed with this device. The patient is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.